Manufacturer narrative:
Investigation summary investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9761156) was received broken at the most proximal laser cut teeth segment on the shaft. The shaft was completely broken into 2 pieces and received at us cq. This damage is consistent with a device that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the shaft of the screwdriver twisting and breaking off. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed. Document/specification review: based on the date of manufacture drawings are reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was cracked. Hence confirming the allegation. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9761156) as the shaft of the device was broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.028, lot: 9761156, manufacturing site: haegendorf, release to warehouse date: dec. 22, 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the flexible screwdriver was broken. Issue was found out at the sterilization department. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).